Manufacturer narrative:
Super poligrip is manufactured in (B)(4). While the lot number for this product is available, it is unknown whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of spitting blood in a (B)(6) male patient who received double salt dental adhesive cream (poligrip strong hold denture adhesive cream) for denture wearer. A physician or other health care professional has not verified this report. Concurrent medical conditions included heart problems. On (B)(6) 2010, the patient started double salt dental adhesive cream (unknown) as directed. On (B)(6) 2010, the patient experienced spitting blood, redness and irritation of the palate, back of throat, and tongue, a sore burning oral sensation, and a feeling as though his tongue had been "sliced by a razor." Treatment with double salt dental adhesive cream was discontinued. The events resolved. After reintroduction the events recurred. At the time of reporting, the outcome of the events was unknown. Follow-up was received on (B)(6) 2011, which upgraded the case to serious. The patient said that he called (B)(6) months ago and the events of burning tongue, burning in back of throat, burning of upper palate, bleeding right bottom side of throat by his tonsil, back of mouth is white colored remain unresolved. The patient said that he had a "white protrusion the size of a pea along the side of it a muscle is dark purple, a reddish and even a black spot". This case is considered medically serious by gsk. The patient saw his physician on (B)(6) 2011 and was referred to his dentist. On (B)(6) 2011, the patient's dentist referred him to a throat specialist (appointment is pending). The patient said that he discontinued poligrip strong hold denture adhesive cream. At the time of reporting, the burning feeling on his tongue and palate have gotten 90 percent better, but he still has black pea sized lump on the back of his throat and he is concerned about cancer.